Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after disconnecting the ilet to charge and falling asleep, then later reconnecting to resume therapy; the highest reported glucose was 338 mg/dl, with approximately five hours above target, and no alerts or alarms were reported. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no backup therapy usage. Investigation included user interview and troubleshooting with education on reconnecting and monitoring; infusion set usage and insertion steps were confirmed as proper, with an imset 23" tubing and 6 mm cannula at the abdomen and no supply issues noted, and the cgm in use was g7. Investigation of this case revealed hyperglycemia associated with interruption of insulin delivery due to disconnection from the pump, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy leading to transient hyperglycemia.